Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement.

Event description:
It was reported to philips that the device had bent battery pca pins. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device was deemed fit for use. The device remains at the customer site. No further investigation or action is warranted.